Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked keypad overlay, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level were 400 mg/dl and 397 mg/dl which was treated with insulin injection. Customer had experienced more high blood glucose and low blood glucose also. Customer also reported that the reservoir retainer ring was damaged but the reservoir was able to lock in place when inserted into insulin pump. It was unknown if the insulin pump was on auto mode. Customer declined to troubleshoot for high blood glucose and low blood glucose. The insulin pump will be returned for analysis.